Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: (B)(6) 2022 h.6. Investigation summary: bd received 3 photographs and 1 sample from the customer in support of this complaint. An evaluation of the photos and sample was conducted and the issue of damaged wing and open packaging was observed. Additionally, 30 retention samples from the bd inventory were visually inspected, and no issues relating to damaged wing or open package were found. Bd was able to confirm the customer¿s indicated failure mode with the photos and sample provided; however, the issue was not observed in the retention sample analysis. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was damaged or open unit package/seal where sterility is compromised. The following information was provided by the initial reporter. The customer stated: "the wing part was partially cut and the package was not completely sealed."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was damaged or open unit package/seal where sterility is compromised. The following information was provided by the initial reporter. The customer stated: "the wing part was partially cut and the package was not completely sealed."